Event description:
It was reported that the user experienced a low blood glucose of 50 mg/dl while away from home, subsequently ate to treat the event, and called to confirm that insulin delivery on the ilet was not paused, which the agent confirmed; blood glucose during the call was 111 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution without medical intervention or hospitalization. Investigation included customer interview and basic device status verification. Investigation of this case revealed no device malfunction reported or observed during the call. It was concluded that the cause of the hypoglycemia was unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.